Event description:
It was reported that the precision cement delivery system failed during a procedure. The surgery was delayed by 30 minutes. There were no reported adverse consequences or medical intervention.

Event description:
It was reported that the precision cement delivery system failed during a procedure. The surgery was delayed by 30 minutes. There were no reported adverse consequences or medical intervention.

Manufacturer narrative:
Device not returned by customer.